Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. Symptoms of infection include redness and the patient had a slight fever. The physician did not believe that the infection was procedure or device related. The patient was reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.